Event description:
The info provided to sjm indicated a female pt had a 21mm sjm trifecta valve implanted. Follow-up echocardiogram were normal. After returning from a recent trip to (B)(6), the pt presented at another hospital with dyspnea and grade iii aortic insufficiency. Endocarditis was ruled out. When the aorta was opened during the explant, a cut was reported at one of the leaflet struts, and possible pannus. The valve was replaced with a perimount magna ease. The pt is dowing well post-operatively.